Event description:
Slap hammer malfunctioning. Pointy end won't accept the head tibial pins.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.